Event description:
The lay user/reporter contacted lifescan alleging that the product was having the following issue: the shipping carton, box of meter and manual were wet, meter was within range when ran through a control solution. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Manufacturer narrative:
Follow-up # 2 (02/08/2012). Device evaluation: the product(s) involved with this complaint have been returned and evaluated by product analysis with the following findings: may 22, 2008 the test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.